Manufacturer narrative:
The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc there was the possibility that the reported phenomenon was attributed to the accidental failure of the electrical circuit board. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing the image was not displayed on the subject device. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon could not duplicated, however the power of the subject device became turned off due to the failure of the electrical circuit board. There was no report of patient injury associated with this event.